Manufacturer narrative:
The approximate age of the device is 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient was admitted to the hospital on (B)(6) 2019 for a possible percutaneous lead site infection. On (B)(6) 2019 the patient was seen at outpatient clinic, where the possible infection was first noticed. The patient was started on keflex for 3 days. Wound cultures taken at this visit grew staphylococcus epidermis. The patient was afebrile, blood cultures were negative, and white blood cell count was 7.14. The patient was seen again in clinic on (B)(6) 2019. Another wound culture taken at this visit also grew staphylococcus epidermis. The patient was started on doxycycline for 10 days. As of (B)(6) 2019, the patient was being treated with intravenous vancomycin and was to be discharged on (B)(6) 2019. The plan of care at that time was to transition to linezolid for 14 days followed by doxycycline indefinitely.

Manufacturer narrative:
A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site, which can increase the patient¿s risk of getting a serious infection. This IFU and the heartmate 3 lvas patient handbook provide care instructions in regards to preventing infection. The patient handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. The manufacturer is closing the file on this event.